Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and fluctuating pacing impedance. The outputs of the lead were increased. The lead remains in use. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.